Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to corrosion on components j1 and j1000 on the computer/analog pca. The root cause for the corrosion was ingress of an unknown liquid. No adverse events occurred as a result of the defective monitor.

Event description:
10/13/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor and reported that it was resetting.